Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a consumer found the barrel cracked on a bd u-100 insulin syringe slip tip with precisionglide¿ needle prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6006684. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) batches of material# 700007097 (syringe 0.5ml asm bls 31g 6mmtw sm700171) that went into the finished batch# 6006684. Batch# 6319594 was manufactured 21nov2016 to 27nov2016. Batch# 6260547 was manufactured 22sep2016 to 09oct2016. There were eight (8) notifications [200658443, 200658830, 200667259, 200657947, 200658442, 200658388, 200658829, 200667601] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for cracked barrel and the 1st related complaint for incorrect count (less) on lot # 6006684. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.